Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor had performed an excision of the post area cervical lipoma on (B)(6) 2018. On a follow-up visit on (B)(6) 2018, the patient reported a wound that was not healing well. The area appeared black and crusty. The surgeon felt that this was a sub-dermal burn from the cautery that was used on the patient.